Event description:
It was reported that battery depletion was premature, and that there was loss of capture and increased threshold. The device was explanted and the lead was capped. No patient complications were reported as a result of this event.